Event description:
It was reported that during a laparoscopic right hemi colectomy procedure, the hand control buttons both left and right had intermittent failure to respond. A new instrument was attached and performed without issue. There was no adverse pt consequence.

Manufacturer narrative:
Analysis summary: the device was rec'd in good condition. There was no visible damaged noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were rec'd. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process.